Event description:
Information received indicates the brake will engage but the caster would continue to swivel.

Manufacturer narrative:
The technician replaced the worn caster stems and horns to repair the stretcher.